Event description:
The customer reported that she cut through her gloves and scraped her knuckle on a tie-down wrap while troubleshooting the vacuum trap on a lh780 hematology analyzer. The customer indicated she was wearing a lab coat and gloves. There was no exposure to blood or bio-hazardous materials. The customer did not seek medical attention. There was an exposure control plan in place at the facility.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(6) 2008 and (B)(6) 2010 of complaints for add'l reportable events. The scrape to the knuckle was caused by reaching near a standard tie-down wrap inside the instrument while troubleshooting a vacuum trap problem. Service was later dispatched to the site on (B)(6) 2008 in order to investigate further vacuum trap issues. As per product labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable lab attire when operating or maintaining this or any other automated lab analyzer.